Event description:
A malfunction alarm, specifically malfunction code 12, was reported, but no notable events occurred beforehand. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any future issues arise, to which the caller agreed.